Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed active exhalation and pressure verification test steps during testing. The device's flow sensor, system board, three-way solenoid valve, proportional valve, and blower assembly were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed active exhalation and pressure verification test steps during testing. The device's flow sensor, system board, three-way solenoid valve, proportional valve, and blower assembly were replaced to address the issue. Further investigation revealed that replacement of the device's 3-way solenoid, (proportional valve) aecm & machine flow sensor resolved the test failure during periodic maintenance visit. The device passed performance verification. The device's proportional valve was returned to the product investigation laboratory (pil) for further evaluation. The pil was unable to confirm a failure of the proportional valve. The pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification and pressure verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped.